Manufacturer narrative:
The complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective pain relief. The lead implanted at l3 was found to have migrated. Surgical intervention was undertaken and the lead was explanted. The patient was receiving effective therapy with the use of a single lead.